Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that a mixer was intermittently sticking in the 'up' position, the photometer home sensor wire was caught under the thermal chamber, and the cuvette ring thermistor was not attached to the bracket. The cse replaced and calibrated the mixer, repositioned the photometer home sensor and secured the sensor wire, and connected the cuvette ring thermistor to the bracket. The cse also cleaned the cuvette ring and thermal chamber, decontaminated the system, and proactively replaced pump cassettes and pump panel tubing. System checks were then run, all of which passed, and quality controls were run, all of which were within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. Two additional samples were provided from the patient, and both resulted lower. The initial sample was recentrifuged and then rerun on the same instrument five times, and the results matched the other two sample results from the patient. The rerun results were reported to the physician(s). An echocardiogram was performed to further test the patient. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.